Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), uterine haemorrhage ('excessive uterine bleeding'), endocrine gland operation ('hormonal changes describe: endocrine glands removed'), haemorrhage intracranial ('intracranial hemorrhage'), basal ganglia haemorrhage ('unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)') and haemorrhagic cerebral infarction ('unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and alcoholic (4 drinks a month). Previously administered products included for an unreported indication: lo-ovral. Concurrent conditions included breast feeding, vision dim, blood pressure increased, smoker (smoke socially) and overweight. Family history included hypertension (mother) and diabetes (brother, paternal grandmother). Concomitant products included amlodipine since 2015, carvedilol since 2015, famotidine since 2015 and medroxyprogesterone acetate (depo-provera) (B)(6) 2006 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("abnormal periods"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient underwent endocrine gland operation (seriousness criterion medically significant). In 2015, the patient experienced hypertension ("hypertension/secondary hypertension"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhage intracranial (seriousness criterion medically significant), basal ganglia haemorrhage (seriousness criterion medically significant) with hemiparesis, dysarthria and hypoaesthesia, haemorrhagic cerebral infarction (seriousness criterion medically significant), adrenal mass ("adrenal mass"), rash ("skin rash"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain/ abdominal cramping"), menorrhagia ("excessive or frequent menstruation/menorrhagia"), vitamin d deficiency ("vitamin d deficiency"), rhinitis allergic ("allergy rhinitis"), anaemia ("anemia") and nausea ("nausea"). The patient was treated with cortisone and surgery (laparoscopic adrenalectomy and removal of essure device on (B)(6) 2015/hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, endocrine gland operation, haemorrhage intracranial, basal ganglia haemorrhage, haemorrhagic cerebral infarction, adrenal mass, dysmenorrhoea, fatigue, menstruation irregular, menorrhagia, vitamin d deficiency, rhinitis allergic, anaemia and nausea outcome was unknown, the hypertension had not resolved, the rash and abdominal pain was resolving and the abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adrenal mass, anaemia, basal ganglia haemorrhage, dysmenorrhoea, endocrine gland operation, fatigue, haemorrhage intracranial, haemorrhagic cerebral infarction, hypertension, menorrhagia, menstruation irregular, nausea, pelvic pain, rash, rhinitis allergic, uterine haemorrhage, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: post-operatively, 1 coil was seen beyond the os. A similar procedure was used to the patient¿s left hand side. It is important to note that between the initial visualization and the time for the 2nd implant placement, significant edema had occurred around the tube.at the completion of the procedure, there were 2 coils extending beyond the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: dye did not pass the tubes due to scar formation; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is:(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event hormonal changes was updated to hormonal changes describe: endocrine glands removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), uterine haemorrhage ('excessive uterine bleeding'), endocrine gland operation ('hormonal changes describe: endocrine glands removed'), haemorrhage intracranial ('intracranial hemorrhage'), basal ganglia haemorrhage ('unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)') and haemorrhagic cerebral infarction ('unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and alcoholic (4 drinks a month). Previously administered products included for an unreported indication: lo-ovral. Concurrent conditions included breast feeding, vision dim, blood pressure increased, smoker (smoke socially) and overweight. Family history included hypertension (mother) and diabetes (brother, paternal grandmother). Concomitant products included amlodipine since 2015, carvedilol since 2015, famotidine since 2015 and medroxyprogesterone acetate (depo-provera)(B)(6) 2006 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("abnormal periods"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient underwent endocrine gland operation (seriousness criterion medically significant). In 2015, the patient experienced hypertension ("hypertension/secondary hypertension"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhage intracranial (seriousness criterion medically significant), basal ganglia haemorrhage (seriousness criterion medically significant) with hemiparesis, dysarthria and hypoaesthesia, haemorrhagic cerebral infarction (seriousness criterion medically significant), adrenal mass ("adrenal mass"), rash ("skin rash"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain/ abdominal cramping"), menorrhagia ("excessive or frequent menstruation/menorrhagia"), vitamin d deficiency ("vitamin d deficiency"), rhinitis allergic ("allergy rhinitis"), anaemia ("anemia"), nausea ("nausea") and haemorrhagic stroke ("hemorrhagic stroke"). The patient was treated with cortisone and surgery (laparoscopic adrenalectomy and removal of essure device on (B)(6) 2015/hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, endocrine gland operation, haemorrhage intracranial, basal ganglia haemorrhage, haemorrhagic cerebral infarction, adrenal mass, dysmenorrhoea, fatigue, menstruation irregular, menorrhagia, vitamin d deficiency, rhinitis allergic, anaemia, nausea and haemorrhagic stroke outcome was unknown, the hypertension had not resolved, the rash and abdominal pain was resolving and the abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adrenal mass, anaemia, basal ganglia haemorrhage, dysmenorrhoea, endocrine gland operation, fatigue, haemorrhage intracranial, haemorrhagic cerebral infarction, haemorrhagic stroke, hypertension, menorrhagia, menstruation irregular, nausea, pelvic pain, rash, rhinitis allergic, uterine haemorrhage, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: post-operatively, 1 coil was seen beyond the os. A similar procedure was used to the patient¿s left hand side. It is important to note that between the initial visualization and the time for the 2nd implant placement, significant edema had occurred around the tube.at the completion of the procedure, there were 2 coils extending beyond the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: results: dye did not pass the tubes due to scar formation; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), uterine haemorrhage ('excessive uterine bleeding'), endocrine gland operation ('hormonal changes, describe: endocrine glands removed'), haemorrhage intracranial ('intracranial hemorrhage'), basal ganglia haemorrhage ('unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)') and haemorrhagic cerebral infarction ('unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 4 and alcoholic (4 drinks a month). Previously administered products included: for an unreported indication: lo-ovral. Concurrent conditions included: breast feeding, vision dim, blood pressure increased, smoker (smoke socially) and overweight. Family history included: hypertension (mother) and diabetes (brother, paternal grandmother). Concomitant products included amlodipine since 2015, carvedilol since 2015, famotidine since 2015 and medroxyprogesterone acetate (depo-provera)5-sep-2006 to december 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced, dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("abnormal periods"). In 2009, the patient experienced, fatigue ("fatigue"). In (B)(6) 2015, the patient underwent endocrine gland operation (seriousness criterion medically significant). In 2015, the patient experienced, hypertension ("hypertension/secondary hypertension"). On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhage intracranial (seriousness criterion medically significant), basal ganglia haemorrhage (seriousness criterion medically significant) with hemiparesis, dysarthria and hypoaesthesia, haemorrhagic cerebral infarction (seriousness criterion medically significant), adrenal mass ("adrenal mass"), rash ("skin rash"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain/ abdominal cramping"), menorrhagia ("excessive or frequent menstruation/menorrhagia"), vitamin d deficiency ("vitamin d deficiency"), rhinitis allergic ("allergy rhinitis"), anaemia ("anemia"), nausea ("nausea") and haemorrhagic stroke ("hemorrhagic stroke"). The patient was treated with cortisone and surgery (laparoscopic adrenalectomy. And removal of essure device on (B)(6) 2015, hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, endocrine gland operation, haemorrhage intracranial, basal ganglia haemorrhage, haemorrhagic cerebral infarction, adrenal mass, dysmenorrhoea, fatigue, menstruation irregular, menorrhagia, vitamin d deficiency, rhinitis allergic, anaemia, nausea and haemorrhagic stroke outcome was unknown. The hypertension had not resolved. The rash and abdominal pain was resolving. And the abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adrenal mass, anaemia, basal ganglia haemorrhage, dysmenorrhoea, endocrine gland operation, fatigue, haemorrhage intracranial, haemorrhagic cerebral infarction, haemorrhagic stroke, hypertension, menorrhagia, menstruation irregular, nausea, pelvic pain, rash, rhinitis allergic, uterine haemorrhage, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: post-operatively, 1 coil was seen beyond the os. A similar procedure was used to the patient¿s left hand side. It is important to note, that between the initial visualization and the time for the 2nd implant placement, significant edema had occurred around the tube. At the completion of the procedure, there were 2 coils extending beyond the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.1 kg/sqm. Hysterosalpingogram: on an unknown date, results: dye did not pass the tubes, due to scar formation on (B)(6) 2010. Total bilateral occlusion. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates, a new technical failure mode for the device. No specific quality issue was defined. Therefore, no meddra llt can be provided. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events, and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: event added: "hemorrhagic stroke", new reporter added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine haemorrhage ("excessive uterine bleeding"), haemorrhage intracranial ("intracranial hemorrhage"), basal ganglia haemorrhage ("unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)"), cerebrovascular accident ("unspecified cerebral artery occlusion with cerebral infarction (right side affected: it basal ganglia bleed)") and adrenal mass ("adrenal mass") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and alcoholic (4 drinks a month). Previously administered products included for an unreported indication: lo-ovral. Concurrent conditions included breast feeding, vision dim, blood pressure increased, smoker (smoke socially) and overweight. Family history included hypertension (mother) and diabetes (brother, paternal grandmother). Concomitant products included amlodipine since 2015, carvedilol since 2015, famotidine since 2015 and medroxyprogesterone acetate (depo-provera) (B)(6) 2006 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). In 2015, the patient experienced hypertension ("hypertension/secondary hypertension"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhage intracranial (seriousness criterion medically significant), basal ganglia haemorrhage (seriousness criterion medically significant) with hemiparesis, dysarthria and hypoaesthesia, cerebrovascular accident (seriousness criterion medically significant), adrenal mass (seriousness criterion medically significant), rash ("skin rash"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain/ abdominal cramping"), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("abnormal periods"), menorrhagia ("excessive or frequent menstruation/menorrhagia"), vitamin d deficiency ("vitamin d deficiency"), rhinitis allergic ("allergy rhinitis"), anaemia ("anemia") and nausea ("nausea"). The patient was treated with cortisone, surgery (removal of essure device on (B)(6) 2015/hysterectomy and bilateral salpingectomy ) and surgery (laparoscopic adrenalectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, haemorrhage intracranial, basal ganglia haemorrhage, cerebrovascular accident, adrenal mass, hormone level abnormal, dysmenorrhoea, fatigue, menstruation irregular, menorrhagia, vitamin d deficiency, rhinitis allergic, anaemia and nausea outcome was unknown, the hypertension had not resolved, the rash and abdominal pain was resolving and the abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adrenal mass, anaemia, basal ganglia haemorrhage, cerebrovascular accident, dysmenorrhoea, fatigue, haemorrhage intracranial, hormone level abnormal, hypertension, menorrhagia, menstruation irregular, nausea, pelvic pain, rash, rhinitis allergic, uterine haemorrhage, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: post-operatively, 1 coil was seen beyond the os. A similar procedure was used to the patient¿s left hand side. It is important to note that between the initial visualization and the time for the 2nd implant placement, significant edema had occurred around the tube.at the completion of the procedure, there were 2 coils extending beyond the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: dye did not pass the tubes due to scar formation. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2018: fu from pfs+mr: new events: dysmenorrhoea, fatigue, hormone level abnormal, rash, abdominal pain lower, vaginal haemorrhage, hypertension, menorrhagia, adrenal mass, haemorrhage intracranial, cerebrovascular accident, dysarthria, vitamin d deficiency, rhinitis allergic, anaemia, hypoaesthesia, hemiparesis, nausea, menstruation irregular , basal ganglia haemorrhage were added. Patient information( dob, weight, height), other relevant history, concomitant and treatment drugs added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("excessive uterine bleeding") in a female patient who received essure (ess205) for female sterilisation. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and uterine haemorrhage (serious criterion medically significant). The patient was treated with surgery (removal of essure device on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was dye did not pass the tubes due to scar formation. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive uterine bleeding. She underwent a surgery to remove essure implant. The events are anticipated in the reference safety information for essure. Pelvic pain and uterine bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive uterine bleeding. She underwent a surgery to remove essure implant. The events are anticipated in the reference safety information for essure. Pelvic pain and uterine bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.